Event description:
It was reported that intra-aortic balloon pump therapy began on the day before the event for an acute mi patient. On the day of the event the console experienced a system error. At that time, the pump stopped pumping. The medical staff attempted to change the patient to an alternate console. During the exchange period, the patient developed ventricular fibrillation and expired.